Event description:
Account stated that the head hi/low is drifting down. No report of injury.

Manufacturer narrative:
Technical support instructed account to check the coil and the hi/low head up valve. Several unsuccessful follow up attempts were made to contact the account for resolution.